Event description:
It was reported that the md inserted the intra-aortic balloon (iab) into the groin (right femoral artery). The balloon catheter was connected to the intra-aortic balloon pump (iabp), iap-0500 (B) (4). On start up the iabp only inflated the bottom part of the balloon under fluoroscopy. They changed the trigger modes, turned the pump from autopilot to operator mode, changed the ratios, turned the pump off & on again, pulled the catheter back slightly, inserted it in higher, with no success of the catheter deploying completely. The md pulled back the balloon until it got stuck in the sheath. The md then referred the patient for an emergency bypass where a cardio thoracic surgeon removed the balloon prior to bypass. Additional information received on 02/12/2010 from the arrow (B) (4) product specialist states she met with the md on 02/10/2010 and he stated that "he was not concerned, he indicated that the patient did not need the iab catheter at all. The patient is stable."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.